Manufacturer narrative:
(B)(6). (B)(4). The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink continu-flo solution sets had collapsed tubing. It was further reported the tubing was less rigid and would fold more easily and collapse after 24 to 48 hours of usage where the blue slide clamp was located. It was further reported that the tubing being collapsed, would create more air alarms and difficulty with removing the air in the tubing manually; removal of the tubing from the pump was performed in order to purge any air. This issue was identified during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.